Manufacturer narrative:
Visual analysis of the returned device identified a flat crease. Leak test was performed and no leakage was found. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was no openings or issues related to device deflation were observed.

Event description:
Healthcare professional reported a right side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device was explanted.